Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A lawyer reported that according to a non-opposing expert report, the expert alleged that an investigator reported in a literature report that glistenings occurred in a frequency of 60% on a follow-up during 32 months. No literature reference was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available.